Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance with continue to monitor on monthly trend reports.

Event description:
Consumer informed bd that needle broke off in abdomen during use. She saw her md and he used sterile technique to attempt to remove the needle in his office. Md cut her to remove needle, however, was unable to remove it. Consumer also had x-ray and ultrasound done.